Event description:
During an atrial fibrillation procedure, the needle punctured the sheath. At the moment of transeptal puncture resistance was noted when introducing the transeptal needle into the sheath. The device was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The introducer appeared to be perforated from visual inspection which was based solely upon a review of the photograph provided. The device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sheath perforation remains unknown.